Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. H6 patient code: 3189-surgical intervention. Additional information: a2, b2, d1, d2, d3, d4, d7, g1, g2. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2017. It was reported that the patient experienced adhesion, pain, scarring.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.